Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the cartridge was fused shut with lens. Additional information has been requested. There are three medical device reports associated with this complaint. This report is 3 of 3.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The lens was returned in a qualified company cartridge. Inadequate viscoelastic was observed in the cartridge. No viscoelastic was observed in front of the lens. The lens was advanced to the nozzle entry area. The lens haptics were folded correctly. The company cartridge was returned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. The root cause for the reported "cartridge was fused shut with lens" was most likely related to a failure to follow the instruction for use (IFU). The lens was positioned correctly. Inadequate viscoelastic was placed in the cartridge. No viscoelastic was observed in front of the lens. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ophthalmic viscosurgical device (ovd) in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs: company foldable intraocular lens (iols) is qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Topcoat dye stain testing was conducted with acceptable results. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).